Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and bs advantage transvaginal midureteral sling were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with paravaginal defect repair with mesh implant, posterior colporrhaphy with mesh placement, vaginal colpopexy, cystourethroscopy due to paravaginal defect, posterior vaginal prolapsed, apical vaginal prolapsed, sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh removal and had a new implant (unknown product) due to mesh erosion on (B)(6) 2012. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.